Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient underwent surgery for lumbar arthrodesis on (B)(6) 2013. Surgeon was unable to fix the screw to the rod to perform the procedure. The screw was replaced. This report is for an unknown rod. No further information is available at this time. This is 2 of 4 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.